Event description:
It was reported that the patient had endocarditis. According to the physician, the infection is not related to the abbott product or an abbott product-related procedure. The entire pacemaker system was explanted, and the patient is in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.